Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Stockert 70 system. Smartablate. (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation procedure with an thermocool sf nav bi-directional catheter and suffered a cardiac tamponade, which required pericardiocentesis. After the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by a transthoracic echocardiogram. A pericardiocentesis was performed and 300cc of fluid was removed. Additional information was received on the event. Heparin was given during the procedure aimed to keep anticoagulation around 350s. A transseptal puncture was performed with a baylis needle. The effusion was discovered post procedure while the patient was in the recovery room. The patient did require hospitalization, however extended hospitalization was not required since the patient was going to stay overnight anyway. The patient has since fully recovered. Settings during the procedure include: power mode / powers ranged from 20-35w / temperature cut-off 42 degrees/ irrigation flow setting 15ml/min for greater than 30w and 8ml/min at and below 30w / 8.5 st. Jude sl1 sheath was used. Powers were titrated throughout the procedure reaching max power in normal timeframe. No error messages were observed on biosense webster equipment during the procedure. The physician was not sure how or when the effusion occurred, other than probably being due to extensive ablation. There was no product issue per the physician, strictly based on amount of ablations which had to be done. It was noted that patient disease contributed since extensive ablation was needed due to persistent atrial fibrillation.